Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2013 and suture was used on the vaginal vault, interrupted and tied extracorporeally. The vault dehisced and the patient required a re-operation. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 6/13/2014. Additional b5 narrative: it was reported that a patient underwent a total laproscopic hysterctomy procedure with a bso on (B)(6) 2013 and suture was used on the vaginal vault. (B)(6) 2013 the patient had cuff cellulitis and was tender. She was started on clavulin 875 mg po bid x 7 days at that time. (B)(6) 2013 the patient presented to the ER with vaginal bleeding and purulent discharge. The patient was treated with irrigation of an infected hematoma, vaginal packing. Upon visualization the suture was segments were seen but not the knots. The area was not reclosed. The infected abscess cavity was evacuated. The patient was diagnosed with a postoperative abscess.(B)(4).